Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. The malfunction did not adversely impact the customer's blood glucose level. To address the problem, technical support decided to replace the pump. The customer will continue using their current pump while waiting for the replacement, with an alternate method as a backup if necessary. The customer was informed about the software version on the replacement pump and was instructed on how to return the problematic pump, program the new pump settings, and connect their cgm. All instructions were understood and acknowledged by the customer, and the replacement pump was sent.